Manufacturer narrative:
The study did not report the upn/lot; thus, the UDI and other product specific information was not available. D3, manufacturer zip/postal: gu9 8ql. G1, MFR site zip/post code: gu9 8ql.

Event description:
It was reported that the patient was treated with prescription medication. The subject was enrolled into a clinical study on (B)(6) 2024. Pre-treatment maa imaging documented a significantly higher perfusion of maa on tumors, dose to perfused liver and dose to total normal tissue were not available. Lung shunt calculation was 12.5 percent. On (B)(6) 2024, the treatment with therasphere was performed. Therasphere administered to the liver was multiple selective through femoral artery and three dose vials were administered; total administered activity dose was 4.469 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Dose to perfused liver and dose to total normal tissue were not available. Lung dose calculation was 21.4. On (B)(6) 2024, one day post the therasphere administration subject started to experience nausea and vomiting. Nausea medically treated with zofran as needed. On (B)(6) 2024, the subject was noted with abdominal pain and treated with oxycodone (5 (pt only takes 0.8) mg / daily).